Event description:
The facility reports the resident was finished being bathed. The caregiver raised the resident out of the tub and started to turn the chair to lower the lift when the chair and resident fell to the floor. The resident suffered a small laceration to the right elbow and a severe laceration. The resident was taken to i.c.u.